Manufacturer narrative:
Information was received on 11/15/2019 indicating that the event occurred during testing and no patient was involved. Device evaluation completion date: 11/20/2019. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the reported "lec46507" problem was not duplicated. This error is considered a transient error. There was only one entry in the event log for this issue. The pump was run overnight at a high rate and did not alarm for any error. Service will perform standard preventive maintenance. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed error code 46507. There were no injuries or adverse events reported.